Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that approximately 3 bd ultra-fine¿ nano pen needle(s) were missing the sterile cover, before use. It was also reported that the ¿inner shields¿ were not correctly in place. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: occurrence: a complaint history check was performed and this is the 1st related complaint for inner shield loose and the 1st tear drop label missing on lot # 7152672. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No samples (including photos) were returned for evaluation. Therefore the complaint could not be confirmed and the root cause is undetermined. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Correction: corrected "date received by manufacturer" to report december 15, 2017.